Event description:
It was reported that the device had a power on reset (por) resulting in the right ventricular (rv) lead threshold programming to be set high. It was also reported that the por and high threshold setting were not addressed as the patient had not had routine follow-up visits. Additionally, it was found that the device had reached the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: analysis of the device revealed normal battery depletion. Concomitant product: 5076 implantable pacing lead 2006 (B)(6). (B)(4).